Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) powered up on to an error code. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the atrial output connector was broken, the lower case was broken, and the hanger was cracked. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code; re-booting the epg did not resolve the issue. The epg was returned for service. There was no patient involvement.